Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. It was noted that the rv lead was partially explanted as upon extraction the lead broke proximal to the superior vena cava (svc) coil. The rv lead was not replaced. Additionally, it was reported that the right atrial (ra) lead had a confirmed fracture. It was also noted that the ra lead was partially explanted and that the physician was unable to retrieve distal end of lead. The ra lead was not replaced. No patient complications have been reported as a result of this event.